Event description:
Same case as: 2134265-2013-06461, 2134265-2013-06462, 2134265-2013-06463, 2134265-2013-06464, 2134265-2013-06525. It was reported that during a coronary stenting procedure, foreign matter was noted. Following advancement of a runway guide catheter and kinetix guide wire, two apex balloons were used for predilation, 2.5x12mm and 3.0x8mm. Then, 2 ion stents were deployed, 3.0x12mm and 3.0x8mm. During removal of the second stent delivery system through the runway guide catheter, a "long, stringy" material, approximately 6-8 inches long and 1mm in diameter, was noted. No patient complications were reported, and patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).